Event description:
Information received on 8/10/2009, indicates that on (B) (6) 2009, a surgery occurred and the pt was implanted with our intexen material and she is not presenting with itchy rashes on her toes and hands (allergic reaction). A revision surgery has not been determined at this time; and ams has requested add'l info and no further info has been provided.